Event description:
Pt reported results of 127mg/dl and 170mg/dl were obtained successively on pt's meter in a back to back testing session using separate finger sticks. No symptoms were reported. Control solution test result (125) was in range (87-129). Info given by pt indicate proper cleaning procedures are not followed. Lfs rep trained pt on proper cleaning procedure and control solution testing. Pt was sent a new meter. There was no allegation of harm.